Event description:
(B)(4). The device was taken out along side my fallopian tubes. I never dreamt I will loose my fallopian tubes at age (B)(6) so sad but I got my life back, besides the chronic back pain, the other symptoms are gradually subsiding after the removal.

Event description:
(B)(4). So I was referred to a specialist to see what is wrong.

Event description:
(B)(4). It all started with right lower abdominal pain, hives ,back pain, joint pains, sleep problems. I have to wake up every day in pain. I have been diagnosed with fibromyalgia, degenerative disc disease. I'm only (B)(6) but I can't even enjoy social activity with my kids.